Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 114 mg/dl vs. Lab results of 172 mg/dl. Tests were done within 5 minutes with a difference of 34%. Patient did not experience any adverse events. No further information has been reported.